Event description:
A home pt's (hp) nurse reported that a hp presented at the dialysis clinic with cloudy effluent in 2003. The hp was diagnosed with peritonitis and was treated with fortaz 2g, intraperitoneal, once daily for 4 days, and cipro 500mg, oral, once daily for 10 days. Based on the absence of the symptoms the nurse has concluded that the hp has fully recovered from the peritonitis episode. No hospitalization was required.